Event description:
The customer contact reported the pump did not deliver a dose when the pt pendant was pressed. On an unspecified date and time, the pump was programmed in the pca only mode to deliver an unspecified medication. No further programming parameters were provided. After an unspecified length of time, the customer contact reported when the pt pressed the pt pendant the pump beeped "as if it was giving a dose; however, the nurse reported that the pt was not receiving any comfort." It was reported that after 1 hour, the nurse removed the pump from clinical service. Therapy was resumed using a replacement pump. It was reported that after the pump was replaced, the pt "got comfortable." During testing at the user facility, the pump did not deliver a dose when the pt pendant was pressed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The pump history was downloaded and printed at the manufacturing facility. The customer did not provide an event date or programming parameters; therefore, the history cannot be utilized to evaluate the reported event. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).